Event description:
It was reported via remote transmission that the sensing on the right ventricular (rv) lead is low and below the set range. Also, the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead, implanted: (B)(6) 2011. (B)(4).